Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 139 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.